Event description:
On saturday, (B)(6) 2010 at approx 7 pm, our family was watching tv when my husband's ICD shocked him. He did not understand what had just happened because his ICD never activated since it was implanted over four yrs ago on (B)(6) 2006. Within moments, he received a second shock which made him drop to the floor. He never lost consciousness. He continued to be shocked several times over the next few minutes. I attempted to apply the carelink monitor over the device thinking it might help and that this was an obvious malfunction (I am a nurse and I checked his b/p and pulse which were normal). After the third shock, I called 911. It took about 15 minutes for ems to arrive. Meanwhile my husband continued to get shocked while being totally alert and screaming from excruciating pain. When ems arrived, they did not have a magnet which I asked for and they indicated that he is probably getting shocked because he needs it. My husband was transported to the nearest ER and continued to be shocked numerous times while in transit for 20 minutes. He pleaded for a magnet to be used to stop the shocks. In the ER he was shocked about six more times before the ER doctor finally used a magnet to deactivate the ICD and confirmed that my husband was in a normal sinus rhythm. Miraculously, my husband's heart did not stop from all these shocks. We learned that he was shocked at least 43 times due to a lead fracture. The next day, the electro physiologist took my husband to surgery to replace the ICD and implanted another lead while capping the old fractured lead. He did not try to remove the old lead because of the serious risk of death from such a procedure. Medtronic needs to have a mandatory recall of these sprint fidelis leads and patients given the option to have these leads replaced or capped and piggybacked with a new lead immediately. The torture my husband experienced should not happen to another person. He is very lucky he did not die from this horrifying event. He continues to recover and has frequent flashbacks and could not even write this report. As a registered nurse, I have never heard of such a thing happening. We know these leads were recalled but such a risk was never suggested to us by anyone. Why were patients not told that these leads were failing at an ever increasing and alarming rate? It betrays the ability of doctors and patients to make informed decisions. My husband is still very worried that his ICD will malfunction again and is thinking about having it turned off. He thinks the device may be more likely to shock when not needed and not shock when needed! The FDA cannot leave it to medtronic to do the right thing. They need to be ordered to immediately find a way to fix the problem so people don't die or suffer such torture. Remember, the first principle of medicine is to "first do no harm". My husband now carries a magnet wherever he goes and is still afraid to drive with others in the car. Please do something, so this doesn't happen to another human being. I understand that FDA already has a class 1 recall for the sprint fidelis leads but you must also insist patients have the opportunity for the procedure my husband had since we know from the literature that these leads have a high probability of failure. My husband could have been driving at the time of this event putting him and others at serious risk of dying as well. (B)(6), you simply cannot overlook this matter of life and death.